Event description:
It was reported that the right atrial (ra) lead dislodged, one day post implant procedure, due to patient anatomy. Ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.